Manufacturer narrative:
The insulin pump failed displacement test motor position encoder error alarm in the alarm history and motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to vibrate during self-testing due to faulty vibrator motor. We were unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error after going into the MRI machine. The blood glucose reading was 218 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.